Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited high capture threshold and high impedance. The lead was also exhibiting failure to capture in unipolar mode. The patient presented on (B)(6) 2019 and the lead was tested again and continued to exhibit the same issues. The lead was explanted and replaced on (B)(6) 2019. The patient was stable throughout the procedure.